Event description:
Pt was found in asytole and staff immediately called code. Defibrillator was brought to the room and when fired, failed to deliver necessary energy. Tried with both paddles and hands-off mode. Product was taken out of service and tested by the biomed engineer. Initial test, the energy level met specifications. Upon re-test, the paddles failed to deliver energy. Product was returned to the MFR for warranty replacement. New paddles and cable were obtained to replace those removed from the facility.